Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported via phone call that the customer was hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of above 40 mg/dl. The customer¿s blood glucose level was 30 mg/dl at the time of the incident and the current was 180 mg/dl. The customer¿s other blood glucose level was 58 mg/dl. The customer does not allege the pump was under delivery. The customer was treated with the glucose. The insulin pump will not be returned for analysis.